Event description:
The pt was found to have raised blisters at the location where the heating pad had been. Clinical engineering completed an eval of the device on 5/7/96. The heating pad reached a maximum temperature of 106 degrees f (42.2 degrees c) which is comparable with the maximum temperature of similar pad which had not been involved in the incident. The pad met the MFR's specifications.